Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Related manufacturer reference number: 1627487-2020-48279. It was reported patient experienced ineffective therapy as one of the leads had migrated. Migration was confirmed via x-ray. Surgical intervention took place on (B)(6) 2020 where in one of the leads was explained and replaced with a new lead. Reportedly effective therapy was restored. Both leads are reported as it is unknown which lead was liable.